Event description:
Technician alleged that the foot end brakes were not holding.

Manufacturer narrative:
Technician found the caster supports broken and the caster is torn out in the center. Technician replaced the caster and caster supports to resolve the issue.